Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: the actual sample was not available, however, a video was provided for investigation. The visual inspection of the provided video showed the product during treatment where there was a dripping in the dialysate port area. The source and cause of the leak was could not be determined. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysate leak was observed at the arterial coupling side on one unit of polyflux 140h after one hour of starting dialysis treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.